Event description:
In 2009, after a sd bronchoscopy case, it was discovered the patient developed a pneumothorax. It was reported that the physician took a biopsy from a small peripheral lesion right along the pleural surface. The physician stated that is was a complication of the procedure that was not unexpected. The patient was intubated in ICU. The physician stated that the patient was a higher risk of pneumothorax because of very severe emphysema and the nodule was small and apical. There was no allegation that the superdimension system caused the reported pneumothorax.

Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have a sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.